Manufacturer narrative:
UDI for concomitant product (c2/d10) - tined lead: (B)(4). Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a patient experienced an infection at the ins site with fever. The specimen culture confirmed methicillin-resistant staphylococcus aureus, and the patient was prescribed IV antibiotics at the hospital. An explant was performed on (B)(6) 2025. They patient reports doing well post-operatively other than returned bladder symptoms. They reported finishing their antibiotics and their incision looks good. And will follow-up with their physician on (B)(6) 2025. The patient is scheduled for a new system on (B)(6) 2025.

Event description:
It was reported that a patient experienced an infection at the ins site with fever. The specimen culture confirmed methicillin-resistant staphylococcus aureus, and the patient was prescribed IV antibiotics at the hospital. An explant was performed on (B)(6) 2025. They patient reports doing well post-operatively other than returned bladder symptoms. They reported finishing their antibiotics and their incision looks good. The patient will follow-up with their physician on (B)(6) 2025. The patient is scheduled for a new system on (B)(6) 2025. The patient is doing well, but the bladder pain has returned. There were no additional patient complications. The patient will have a new device implanted.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, it was confirmed the product was disposed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of fever, infection, and pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient experienced an infection at the ins site with fever. The specimen culture confirmed methicillin-resistant staphylococcus aureus, and the patient was prescribed IV antibiotics at the hospital. An explant was performed on (B)(6) 2025. They patient reports doing well post-operatively other than returned bladder symptoms. They reported finishing their antibiotics and their incision looks good. The patient will follow-up with their physician on (B)(6) 2025. The patient is scheduled for a new system on (B)(6) 2025. The patient is doing well, but the bladder pain has returned. There were no additional patient complications. The patient will have a new device implanted.

Manufacturer narrative:
Product code (d2b) - additional product code qon UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.